Event description:
It was reported that the pod needle deployed and the pod cannula inserted into the skin but the pod pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose level reached 193 mg/dl. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s926usqs5czc1 hardware: sm-s926u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.